Manufacturer narrative:
Follow-up # 1 ¿ (10/02/2014) device evaluation: the meter passed all testing with no faults found. The reported issue could not be confirmed. No high sleeping mode was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (lfs), on behalf of a family member, alleging that the patient¿s onetouch verio iq meter would not power on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter alleged that the reported issue began on (B)(6) 2014 at 9am. The patient manages their diabetes with a combination of diabetes medications; including nph insulin. The patient did not make any changes to their usual diabetes management regimen in response to the alleged issue. The reporter alleged that 20 minutes later, the patient developed a symptom of ¿shaky¿ but they did not report any treatment in response to this symptom. The csr was able to troubleshoot with the reporter and the issue was resolved; however, replacement products were still sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.